Manufacturer narrative:
The evaluation showed, that the upper left axle bolt in the posterior link is loose. Subsequently the front link is deformed. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer a bolt came loose at the backside while walking. Now the frame od the knee is damaged. The patient did not fall.